Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using prostyle devices after a peripheral interventional procedure with a 7f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with three prostyle devices. A starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Returned device analysis identified that the device was returned with the lever closed and the foot partially deployed. Functional testing was performed and the lever was opened and the foot deployed, then the lever was closed and the foot fully retracted into the guide with no resistance or anomalies noted. Follow up with the account confirmed there was no issue with the foot during the procedure.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.